Manufacturer narrative:
Additional information has been requested. Device was not explanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number. Additional information has been requested.

Event description:
While inserting screws into the maxilla and the zygomatic-orbital suture, for a midface procedure, the screw heads popped off. The surgeon could not remove the screw shafts and the surgeon had to remove and reposition the plate and insert new screws to complete the procedure. Reportedly, the patient's bone was dense. This is the 1st of 2 reports submitted on this event.